Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2003. During postoperative monitoring and testing, elevated metal ion levels, limping, leg length discrepancy, stiffness, and heterotopic ossification (brooker grade iii) were noted. Review of MRI further revealed a malpositioned acetabular cup. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿periarticular calcification or ossification, with or without impediment of joint mobility."; "undesirable shortening of limb."; and "material sensitivity reactions.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-07211 / 07212).